Event description:
Gc america dental device used to bond to tooth structure does not have activating component to allow the bonding agent to cure to tooth or subsequent dental composite when exposed to dental curing light. Therefore each restorative procedure that utilized this defective product or bonding agent will have restoration failure. Gc america sells g-premio bond which has no capacity to cure with dental light. Several lot numbers from gc america are involved with this defective product. In addition gc america has additional composite restorative material which also does not cure or harden when exposed to the dental curing light. This composite material failure was reported to the manufacturer gc america in (B)(6) 2020 as formal compliant. Unfortunately this same material had defective qualities in 2018. The current situation with the defective bonding agent from gc america which was used on hundreds of our dental patients in our practice, has dramatically shortened the life expectancy of such restorations in each and every patient. These failures will require additional dental therapy and may cause significant expense and possible tooth loss. Also this catastrophic event has placed my professional reputation in jeopardy. We are only one office with three dentists, imagine the hundreds of other dental offices which may be unaware of this event. This single avoidable event has placed thousands of patients in high risk of significant dental expenditures to remedy this problem. (B)(6), dds. FDA safety report ID# (B)(4).